Manufacturer narrative:
A root cause for the report of gi bleeding could not be determined through this evaluation. The patient remains ongoing and continues on lvad support with no further issues reported. A review of the device history record revealed that the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device - 5 months. The patient remains ongoing and continues on lvad support. No further information is available. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient presented to the clinic for an octreotide injection due to anemia. The patient¿s rectal exam was positive for blood and she was sent to the emergency room for transfusion of 3 units of packed red blood cells. The patient was admitted and treated with a nexium infusion and octreotide. The patient¿s hemoglobin was reportedly stable post-transfusion. A gi capsule study was completed on (B)(6) 2015 with preliminary results reported to show a small bowel bleed. The patient was started on argatroban. On (B)(6) 2015 the patient¿s hemoglobin was 12.1 g/dl and hematocrit was 43.9%. The patient remained on argatroban until discharge on (B)(6) 2015 when she was transitioned to coumadin.